Event description:
The customer stated that she had blood glucose levels of 407, 409, and 429 mg/dl. She administered boluses; however, her blood glucose levels would not decrease. She removed the pod and noticed that the cannula had never deployed. The pod was worn for less than 4 hours.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to deploy the cannula or to determine the root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.